Manufacturer narrative:
A philips remote service engineer (rse) spoked with the biomed about the issue. It was stated there were alarm behavior issues. The biomed tested and found the system was operating as designed. The rse reached out a philips remote clinical applications specialist was conference in by the rse and tech support to assist the customer. It was noted that they were able to see all alarms on the clinical audit trail and the alarms are visual and audible. The remote clinical applications specialist further explained of alarm behavior and where to go in the monitor to see configured alarm settings. Provided the customer biomed a copy of the st/ar algorithm with reference to pages 10-12. Advised customer to reach out with any further questions. There was no allege malfunction. Based on the information available and the testing conducted, the cause of the reported problem could not be replicated. The reported problem was not confirmed. Information was provided to the customer. The device was confirmed to be operating per specifications, and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file w

Event description:
Philips received a complaint on a patient information center ix indicating that there was no audible alarming. The device was in clinical use at time of event, no adverse event was reported.